Manufacturer narrative:
H3: the onyx vial (model: 50067-079-2, lot: a943790) from onyx 34l kit (model: 105-7360-080, lot: not reported) was returned for analysis. The mixer used in the event was not returned for analysis. The onyx vial appeared to have been used and empty. A puncture hole was found on the rubber stopper and some onyx solution was found around the puncture. Onyx residue was found inside of the vial. The onyx was not returned as it was consumed in the patient. No other anomalies were observed. Based on the analysis and the reported event details, the customer's report of ¿onyx does not mix properly¿ and ¿poor onyx visualization¿ could not be confirmed. The root cause could not be determined as the onyx solution was not returned and no images were submitted by the customer for review. Customer reported shaking the onyx for 30 minutes. Customer did not report whether the setting of the mixer, or whether the solution was heated or used immediately. Per our instructions for use (IFU): ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection.¿ the lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The vial fill check sheet record was also verified for solution density and vials weight and the results are within actual volume. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the onyx was inspected and prepared per the instructions for use (IFU) with no issues. After mixing for a half an hour, the tantalum did not completely mix. The physician was able to see some lumps in the mixture. The procedure was performed with being able to see anything. It was both stated the onyx was implanted, but also that the onyx was replaced. There were no patient symptoms or complications reported with the event.